Event description:
It was reported that during an ablation procedure, the user witnessed cold pixels. It was noted that the laser power was not lowered, and that the user did not let off the foot pedal once cold pixels were witnessed. The physician also did not perform a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event of blue pixels.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.